Event description:
Material #: 309626 batch#: 3058292, 3150938, 2341837, 3048203. It was reported by customer that during the inject the medication is leaking from the hub so the patients are not getting the full vaccine. They are having to re-stick the patients to make sure they get the vaccine. When they draw up the medication and they have to recap the needle, they have had 2 needle sticks due to the bevel penetrating the cap. 2 clean needles last month last and, in the fall, not sure of the days. Nurses just cleaned it off and covered. Verbatim: rcc received a complaint via mail. Pir attached. (B)(6). Faulty syringe material 309626 lot 3058292, 3150938, 2341837, 3048203 during the inject the medication is leaking from the hub so the patients are not getting the full vaccine. They are having to restick the patients to make sure they get the vaccine. When they draw up the medication and they have to recap the needle, they have had 2 needle sticks due to the bevel penetrating the cap. 2 clean needles last month last and in the fall not sure of the days. Nurses just cleaned it off and covered. Customer does have the samples available for the investigation. They order from concordance health and would like credit for 20 boxes, does not have a po.

Manufacturer narrative:
Twelve samples and three photos of 1ml luer-slip syringes w/25x5/8" needles attached (material #309626) were received and evaluated. Three syringe each from lots 2341837, 3048203, 3058292, & 3150938 were received in sealed packages with all applicable product information on the top web. All 12 samples were tested for leakage and found acceptable without leakage. The condition observed is acceptable per product specification. One of the photos shows an unsealed package with applicable product information visible. Another photo shows a loose needle with the cannula bent and puncturing the shield. The next image shows a loose syringe with the scale markings grossly skewed and partially missing. The condition observed is non-conforming per product specification. The reported leakage defect was not identified in the samples received. It is recommended to hand tighten the needle onto the syringe prior to use. Potential root cause for the scale markings defects is associated with the marking process. Potential root cause for the needle through shield defect is associated with the needle supplier¿s manufacturing process. The photos will be forwarded to the needle supplier for further evaluation and investigation. A device history record review was completed for provided lot numbers 2341837, 3048203, 3058292, & 3150938 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that the bd syringe 1ml s/t w/ndl 25x5/8 rb had leakage. The following information was reported by the initial reporter: "during the inject the medication is leaking from the hub so the patients are not getting the full vaccine. They are having to re-stick the patients to make sure they get the vaccine. When they draw up the medication and they have to recap the needle, they have had 2 needle sticks due to the bevel penetrating the cap. 2 clean needles last month last and, in the fall, not sure of the days. Nurses just cleaned it off and covered. " (B)(6). Faulty syringe material 309626 lot 3058292, 3150938, 2341837, 3048203 during the inject the medication is leaking from the hub so the patients are not getting the full vaccine. They are having to restick the patients to make sure they get the vaccine. When they draw up the medication and they have to recap the needle, they have had 2 needle sticks due to the bevel penetrating the cap. 2 clean needles last month last and in the fall not sure of the days. Nurses just cleaned it off and covered. Customer does have the samples available for the investigation. They order from concordance health and would like credit for (B)(4) boxes, does not have a po.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.